Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, the failure of the cable was confirmed. Therefore, it was determined that the image function did not work normally due to the failure of the cable, and the phenomenon pointed out [no image appeared] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image disappearing temporarily was not confirmed. The device evaluation found faulty cable which caused no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the 4k camera head had poor metal contact of light guide connector and there is no image displayed but the image could be displayed normally by re-plugging in the connector. The issue was found during preparation for use of a laparoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.